Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that demo device dfm100 is found defective. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that therapy pca was defective. Patient involvement remains unknown. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy pca. The reported problem was confirmed. The customer was shipped replacement therapy pca. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.